Manufacturer narrative:
This was initially submitted on the summary report dated august 30, 2014 under exemption e2013032.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced incontinence, lower abdominal pain, dyspareunia, neuromuscular problems and chronic urinary tract infection. Furthermore, the plaintiff died. No cause of death was reported.